Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon catheter was attempted to be used to treat a moderately tortuous and severely calcified lesion in the proximal rca. Stenosis was 100%. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is indicated that the device failed to cross the lesion. It is reported that the patient suffered a myocardial infarction, which was not related to the target vessel. The physician used a 1.25x15mm device to complete the procedure.

Manufacturer narrative:
Relevant history: the mi occurred prior to use of the sprinter legend. Additional information received reported that the sprinter legend device was used to pre-dilate the lesion, and also was expanded after a stent was implanted. If information is provided in the future, a supplemental report will be issued.